Event description:
Customer was unable to provide any information other than the alarm is not working. Customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned alarm found the nurse cal led light does not turn on when weight is removed from the sensor pad due to a faulty nurse call receptacle. The nurse call receptacle is broken and there are scuff marks on the nurse call receptacle. (B)(4).